Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient passed away at home. There was an allegation of a ventilator service required alarm, but no allegation of device malfunction. The device was returned to the manufacturer for evaluation and the customer's complaint "ventilator service required alarm" could not be duplicated or confirmed. Therefore, only log checking was performed for this time and cleaning was performed.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a patient passed away at home. There was an allegation of a ventilator service required alarm, but no allegation of device malfunction. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.